Event description:
In 2006 the lay user/patient contacted lifescan alleging that she was unable to test due to the apply sample issue. The patient reported that the meter was not out of the box. The patient was unable to troubleshoot with the customer care advocate because she did not have any test strips. On an unspecified date/time, the pt was not abloe to get a meter reading so she called her doctor. Her doctor advised her to go to a hospital. At the time of testing, the patient was unable/unwilling to report any symptoms. Prior to receiving any medical attention the ptient had her breakfast. Three hours after the attempted test on her meter, her blood glucose was "165 mg/dl" on the hospital meter and was given 10 units r insulin and 16 units n insulin (unknown if this was given to treat any symptoms or if it was based on the patient's regimen). The medical affairs specialist sent a letter 4 days later ince the patient cannot be reached by telephone. The meter, test strips, and control solution were replaced.